Manufacturer narrative:
The customer replaced the internal battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips received a complaint by the customer on the v60 indicating that the vents kept cycling on and off when the battery was charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their vents kept cycling on and off when the battery was charging. Evaluation and repair is currently pending.